Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported antibiotic treatment, surgical intervention to sterilize skin incision and lavage were actions taken to resolve the infection.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that there was a post-operative wound infection starting on (B)(6) 2014; there was a local infection at the left electrode scar. The event had required hospitalization or prolongation of existing hospitalization and surgical intervention to prevent permanent impairment to a body function or body structure. The outcome was resolved completely. The event was possibly/probably/certain to be related to the surgery and system and unlikely/unrelated to stimulation, medication or pre-existing/underlying disease. Further follow up is being conducted to obtain information about actions taken to resolve the infection and for device information. If additional information is received a supplemental report will be submitted.